Manufacturer narrative:
Additional information was received and it was learned that the zxr00 sn: (B)(4) was originally implanted on (B)(6) 2016. Patient reported the halos were debilitating especially at night and he felt that he could not drive at night. The lens was exchanged for a zct100 23.0 diopter at 38 degrees with a higher diopter size. No further information was provided. Age/date of birth: (B)(6). If implanted, give date (B)(6) 2016. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Phone number: (B)(6). If implanted, give date: unknown/ not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt00 22.5 diopter intraocular lens (iol) the patient was experiencing halos which were debilitating and he did not feel safe when driving at night. He was very unhappy with the symfony and ended up opting for a monovision lens. No further information was provided.